Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow -up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was re-boxed since the box was found to be damaged. Apart from that, this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. UDI: (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that during a lateral repair procedure when the doctor was drilling and inserting the tip of the customer's bio-knotless rapide br with orthocord, it was observed that the device broke off in the bone hole. The sales rep stated that the doctor removed the broken tip from the bone hole without any issues. The sales rep reported that the surgeon completed the procedure with another like device using the same bone hole. The sales rep reported that there were no patient consequences but there was a minute delay in the case. The sales rep stated that the patient's bone quality was very hard bone. The sales rep stated that the device was discarded. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.